Event description:
An optometrist reported a patient with epithelial ingrowth in the left eye two months following lasik treatment. The patient reported reduced vision, foreign body sensation and photophobia one month following lasik treatment. In a follow up with the optometrist, she indicated the patient was seen by the surgeon on (B)(6) 2013 and he indicated the patient had epithelial cysts on top of the flap on the left eye. The optometrist also reported the surgeon debrided the tissue and placed a bandage contact lens on the eye. The patient was seen the following day and the flap was healing nicely. The patient had not been seen since (B)(6) 2013 due to snow storms in the area and lives approximately two and a half hours from the office. The optometrist had spoken to the patient twice over the phone and had reported her eye was feeling better and her vision had improved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).